Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. Customer¿s current blood glucose value was 136 mg/dl. Customer treated with insulin drip in emergency room. Customer also specified other relevant blood glucose value was 148 mg/dl. The product will not return for the analysis.